Event description:
Customer has sent a complaint to our company stating that he used lifestyles ultra sensitive and the shaft of his penis broke out in a rash from using this condom. In addition to this, he stated that he had to go to the ER due to burning and itching sensations.

Manufacturer narrative:
Exemption # (B)(4) - ansell healthcare products (B)(4) is submitting this report on behalf of suretex prophylactics (B)(4).